Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge.

Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was 512 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump and a manual dose injection. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using cold insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.